Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All sealplugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device remains implanted without further complication. Later in the day following the revision, the physician noted intermittent rv loss of capture. The representative reprogrammed the rv with high outputs and capture improved. Thresholds were consitently high no matter how they programmed pacing and there were occasional sensing problems. The lead was discovered to be dislodged via fluoro. The screw appeared to be ok. The lead was repositioned but dislodged again during the procedure. The lead was repositioned again and remains in service. The physician felt the repeated dislodgements were due to bad tissue and that there was probably nothing eletrically wrong with the explanted lead. The lead has been returned. Visual inspection noted the helix was stretched and bent. Analysis confirmed the allegation of helix mechanism difficulty. Blood clogging in the helix mechanism was likely the root cause. It was later reported that the device was explanted for an unknown reason. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead went into the emergency room (ER) as he was feeling short of breath and his heart rate occasionally dropped into the 30 beats per minute (bpm) range. The device's lower rate limit was programmed to 70 bpm. It was later reported that the representative was called to the ER to interrogate the device. Rv loss of capture was confirmed. A lead fracture was not apparent on x-ray. The device was reprogrammed to improve capture and a lead revision was planned. The rv lead was explanted and replaced. The physician had difficulty retracting the screw. There was a slight amount of tissue on the tip of the lead upon extraction.